Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient impact.

Manufacturer narrative:
The device was unable to be evaluation for heat. The collet and motor assembly were found to be faulty. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.